Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-13991n needles were received for investigation. Visual inspection identified that one of the two returned needles had broken at the suture notch, while the other remained intact with no damage present. The width of both needle strips was assessed using digital micrometer ID: 224, and both returned devices were found to meet design specifications. The observed condition is most likely the result of passing the needle through challenging tissue (thick or calcified) or by hitting bone.

Event description:
On 11/5/2021, it was reported by a sales representative via e-mail that an ar-13991n scorpion needle snapped off during one of the passes through the rotator cuff tissue. This was discovered in a arthroscopic rotator cuff repair on (B)(6) 2021. The surgeon was able to removed the fragment using x-ray and the case was completed by using a new ar-13991n.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.